Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. A broken pulse wire was found in the cable connecting the distribution node (dn) and the rear therapy electrode.the root cause for the broken wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During evaluation of an electrode belt sn (B)(4) at the distributor, a reportable device malfunction was found.